Event description:
IV pump has free flowing magnesium sulfate and pitocin IV fluids. Pump was turned off and disconnected IV from patient. Nurse noticed free flowing IV fluids from pump that was turned off. Upon inspection found inner door was broken. Unit removed from service.